Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that she had extreme allergic reactions to the tape on her stomach. The customer stated she had itching, irritation and bumps. She cut away all the tape that she could, cleaned with soap solution, air dry and then applied cortisone. During the call, the customer reported experiencing low blood glucose of 49 mg/dl, which was treated with food. The day of the call. She declined troubleshooting. It was advised to talk to her doctor about location and allergies. The product will not be returned for analysis.